Event description:
It was reported that the patient¿s mother voiced concern that the patient¿s neck hyperextends during seizures, and that more tension relief was desired for the next implanted lead. The full vns replacement surgery was completed. The explanted devices were stated to be in the hospital¿s risk management department. They have not been returned to the manufacturer to date. A user facility medwatch report was received by the manufacturer. The report indicated that the ¿patient came to outpatient surgery for a vagal nerve stimulator removal and replacement. [The] family stated [the] battery was not working and [the] leads were coming out.¿ attempts to clarify the information received have been unsuccessful to date. No additional pertinent information has been received to date.

Event description:
It was reported that high lead impedance was registered on the patient¿s vns system. Information from the treating physician showed that the vns system was assessed to not be functioning, and that he suspected a possible lead break when the system was interrogated. Surgery to address the high impedance has not occurred to date. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Follow up with the office of the treating neurologist showed that in the (B)(6) 2016 appointment, the patient¿s vns system ¿wouldn¿t interrogate.¿ this was clarified to mean that personnel could not retrieve the patient¿s vns settings after a displayed warning message. Although the specific message was not recollected, personnel concluded that it represented an issue with the vns lead. The message was also duplicated on a company representative¿s system, which was the same occurrence that stemmed the initial report. Communications with the user facility showed that the information they knew about the event was limited to that already known by the manufacturer. An associated patient adverse event was explicitly denied. No additional pertinent information has been received to date.